Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had activated a pod, upon removal of the needle guard the cannula had deployed early. In addition the pods cannula was found to be bent. The pod was not worn.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod insulin management system. D2a - common device name changed from unavailable to pump, infusion, insulin. D2b - procode changed from unavailable to lzg.